Manufacturer narrative:
Additional info in d, g and h results of investigation: the navio surgical system (UK), product rob00049, (B)(6) used for treatment was not returned for evaluation, however log files were provided for review. Screenshots during the case show point probe verification and tibia malleoli point collection errors. A relationship between the reported event and the device was confirmed. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is a user variance/technique (femoral array movement). The navio user's manual provides instruction for camera setup, operation and troubleshooting. The navio surgical technique guide provides instructions on how to revert to a manual case from a system failure. This failure is an identified failure mode within the risk assessment. The medical investigation found that this case from the united kingdom reports, during a tka surgery, and after successful checkpoint verification, the burr resected approximately 5mm more than the lateral distal medial condyle. ¿the navio was showing that the bur had reached the planned level (i.e. White bone) in line with the plan, when in fact the bur had over cut, and showed ¿no visible red.¿ the surgeon reports ¿on return to checkpoint verification it was seen that the femoral array had moved with a 10mm error¿. Navio was abandoned for manual instrumentation. The procedure was reportedly completed with a 10-minute delay. Per case details, the ¿patient was not harmed as consequence of this problem.¿ no additional requested clinically relevant information was provided. Any product/engineering evaluation will be performed independent of this medical investigation. In conclusion: reportedly, the clinical root cause of the reported events was ¿the femoral array had moved with a 10mm error¿; therefore, a user variance/technique cannot be ruled out as a contributing factor. The patient impact beyond the reported events, including a 10-minute delay could not be determined. Additionally, no patient harm has been alleged. No further medical assessment could be rendered at this time. Should additional clinically relevant documentation become available and/or a product/engineering evaluation conclusion result in findings which are deemed clinically relevant, the clinical/medical task may be re-evaluated. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.

Event description:
It was reported that during a navio assisted tka surgery, the surgeon began burring the distal femur after successful checkpoint verification. Completed lateral distal condyle then de-bulked medial distal condyle with saw, then returned to complete with burr. The surgeon noted the burr was taking too much distal medial condyle (approx 5mm more than lateral); however, navio was showing that the bur had reached the planned level (i.e. White bone) in line with the plan, when in fact the bur had over cut. No red was visible. On return to checkpoint verification it was seen that the femoral array had moved with a 10mm error. The procedure was completed by changing to manual procedure. Patient was not harmed as consequence of this problem.